Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that beginning (B)(6) 2014, r-wave amplitude varied between 1.25 and 19.625 milivolts.

Event description:
It was reported that the right ventricular lead exhibited high impedance, high threshold and oversensing of noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.